Event description:
It was reported that the technologist saw a flash and heard a loud arcing sound during a pt scan. The technologist stated that she rec'd an electric shock from the system's handswitch. She went for an EKG and the results were normal. She was released on the same day. There was no injury to the pt.

Manufacturer narrative:
A ge field engineer (fe) evaluated the system and found no evidence of obvious defect or malfunction on the hand switch and system control console. In addition the fe indicated that the system is at its end-of-life and is out of service.